Manufacturer narrative:
H3: analysis of the [recharger], model [nlf196486n], s/n (B)(6), revealed white arrow rubbing off, passed bench test and tested ok. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: 28-aug-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having trouble charging their implanted neurostimulator (ins) for the past 6 months. Patient said they kept getting 'charger battery low, software failure, replace controller batteries soon' messages. Patient also stated they would see a "m06" code. Patient also said they could not get above 80% on the charging session because the controller kept shutting down and they would have to reset the controller to get it to comeback on. Patient would be able to charge for 30 minutes or 2 minutes before resetting the controller would be necessary. Patient confirmed they would get stuck on the 'checking the recharger' screen and had to unplug and re-plug the recharging antenna to get back to normal charging screen. Agent asked, patient said they would find excellent recharge quality most of the time, but then without moving the paddle, the quality would go to good and then after 10-12 flashes, it would go back to excellent. Patient denied any heat coming off of recharging paddle. Patient mentioned one time they felt some warmth from the paddle when charging, but said they thought that was a little unusual since it had been a hot summer. Patient confirmed no damages to recharger cord or pins and no damages in controller port. During the call, patient reset controller and then attempted to start a charging session of their implant. Patient reported seeing poor recharge quality, even though the paddle had never moved from that position. Patient stated the recharge quality had been going to poor all the time. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3: 97755-s, sn (B)(6) was returned for product analysis. Analysis found failed final functional test and h2 fdr and fdc codes has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.